Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd cassette caused a high pressure alarm on the pump. The customer pressed the scroll key and the pump did not respond. Tried another cassette with the same result. Then, removed and reloaded batteries and the situation was remedied. The next day the problem occurred again when a new cassette was attached. No adverse patient effects.

Manufacturer narrative:
Device evaluation summary: one cadd cassette reservoir was returned for analysis. Visual inspection found no discrepancies. Functional testing included simulated use testing. The pump ran without any alarm. Customer stated issue could not be duplicated and was not confirmed. Problem source could not be identified.